Event description:
It was reported that there were high impedances. The action required as a result of the event was reprogramming. Impedance testing was done. The patient was showing high impedances and was receiving adequate therapy and symptom relief. It was noted that there was a slight increase in amplitude made. The patient had no problems, no side effects and no other concerns. The patient was happy with therapy. The high impedance was noticed during a routing office visit.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3389-40, lot# v004591, implanted: (B)(6) 2006, product type: lead; product ID 3389-40, lot# v003293, implanted: (B)(6) 2006, product type: lead. (B)(4).